Event description:
The customer contact reported device breakage; subsequently bleed back was noted. The primary tubing set was being used to deliver to an unspecified solution. At an unspecified time, the option-lok male adapter of the plumset was connected to the distal clave y-site of the primary tubing set for delivery of an unspecified chemotherapeutic agent. After the chemotherapeutic delivery was completed, it was reported that as the nurse was disconnecting the plumset from the distal clave y-site of the primary set, the option-lok male adapter of the plumset broke off into the clave y-site. The primary tubing set was clamped. An unspecified volume of blood was noted in the clamped tubing; however, no blood loss was reported. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4)